Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 1000 mg/dl. Troubleshooting was performed. The customer stated that she was throwing up and her blood glucose was high the day prior to her admission. No further information was provided.